Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument had a broken jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument exhibited a broken jaw, but no pieces from the distal end detached. No damage was visible on the conductor wire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken molded insulator on one of the grips resulting in a grip tip severely bent. There are missing pieces from the molded insulator. The complaint was confirmed by failure analysis. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of the broken molded insulator and the resulting severely bent grips and insulator fragments is attributed to damage either during use or reprocessing, such as mechanical impact or excessive force applied to the jaws causing severe misalignment of grip tips, such as accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.